Event description:
Loose, broken biomet tibial baseplate and insert from right total knee replacement from prior surgery in 2004 at a different facility. Pt required right total knee revision on (B)(6) 2012. Reason for use: djd.